Event description:
The company was informed that the patient experienced poor performance, sound quality issues and overly loud sensations. The patient's device was explanted. The patient was reimplanted with another advanced bionics device.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due to limited information available on the received med watch form, the identity of the patient remains unknown. This is the final report.